Event description:
The customer contact reported sparks were noted at the male end of the ac power cord. At an unspecified time, the device was programmed to deliver an unspecified concentration of adrenaline and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, it was reported that when the nurse plugged the ac power cord into the ac outlet, sparks were noted near the ground pin on the male end of the ac power cord plug. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse effects to the patient or to the nurse and there was no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.